Event description:
The patient received four leads with the same lot number. It was reported one of the occipital leads (off-label) had become superficial under the skin. The physician noted the issue at an appointment. It was reported a bandage was placed over the area. Follow up identified the physician surgically implanted the lead deeper on (B)(6) 2012. It was reported the patient was well, and was reprogrammed with effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.